Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(4) 2016 of a patient death that occurred on (B)(6) 2016. It was reported that the patient had lived with type 1 diabetes for 50 years. The cause of death was not provided. There was no alleged device malfunction. No additional event or patient information is available.